Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery (lad). A 1.50mm x 15mm maverick 2 balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported, and the patient was in good condition post procedure.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained. The device was returned for analysis. Visual and tactile inspection indicated that the balloon had been subjected to positive pressure and was returned in a deflated state. A 5 mm longitudinal tear was observed in the proximal section of the balloon, approximately 14 mm from the distal tip. Multiple kinks were noted along the hypotube shaft. Microscopic analysis confirmed the 5 mm longitudinal tear in the same location and revealed stretching of the inner lumen within the balloon material. No issues or damage were identified at the tip. Microscopic examination of the markerband also showed no damage. No additional device issues were found during the returned product analysis.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery (lad). A 1.50mm x 15mm maverick 2 balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported, and the patient was in good condition post procedure.